Event description:
It was reported that the pt was experiencing symptoms of underdose, which included increased baseline spasticity. The pt's outcome was not reported. It was later reported that the pt experienced increased baseline spasticity following a catheter revision. There were no pump alarms. The pump logs were checked, ad programming was noted as being corrected. No volume discrepancy was determined, as the actual residual volume and expected residual volume were measured equality (29 ml). Due to the pt's loss of therapy, a healthcare provider aspirated from the catheter access port to see if she could easily withdraw csf. The pt received a therapeutic bolus however, there was no response to the bolus. A CT dye study was noted as having been scheduled. The drug used in the pump at the time of the event was intrathecal lioresal.

Manufacturer narrative:
(B)(4).